Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ventilator alarmed and went in an "inoperative" condition with a background check alert message indicating breath delivery (bd) electrically erasable programmable read-only memory (eeprom ) error. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the ventilator was stuck inoperative and found a relevant diagnostic code logs. The sp replaced the breath delivery (bd) central processing unit (cpu). The ventilator passed all testing per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in component bd cpu. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed and went in an "inoperative" condition with a background check alert message indicating breath delivery (bd) electrically erasable programmable read-only memory (eeprom ) error. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed and went in an "inoperative" condition with a background check alert message indicating breath delivery (bd) electrically erasable programmable read-only memory (eeprom ) error. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
Component code corrected. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ve ntilator alarmed and went in an "inoperative" condition with a background check alert message indicating breath delivery (bd) electrically erasable programmable read-only memory (eeprom ) error. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the ventilator was stuck inoperative and found a relevant diagnostic code logs. The sp replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The ventilator passed all testing per manufacturer specifications at the time of service. One bd xena ii pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and during normal ventilation mode, after approximately 11 hours on ventilation, the ventilator generated a ¿vent inop¿ condition with relevant error code recorded in the ventilator diagnostic logs, verifying the customer reported failure. The fault was isolated to the bd operating software having become corrupt. The cause of the event was isolated to the faulty component. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.